Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/sheath removal resulted in the reported stent dislodgement. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when opening the package of the 2.5x33mm xience alpine stent delivery system (sds) was the stent was noted to be loose on the delivery system. Therefore, the sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.